Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. During failure analysis, the hrsv was tested and the report of black display on the right surgeon console (sc) high resolution stereo viewer (hrsv) eye was reproduced. No signal was identified on one eye of the hrsv. The suspect component (pca assembly) was replaced on the hrsv and this resolved the issue. After recalibration, the hrsv was further tested, operated without issue, and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during evaluation. The fse reseated and cleaned the signal cable of the right surgeon side console (ssc) high resolution stereo viewer (hrsv). A proactive replacement of the right hrsv was eventually performed. After replacement, the system was further tested and verified as ready for use. Isi has received the replaced hrsv for evaluation. However, the failure analysis evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the evaluation and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon observed that the right surgeon side console (ssc) high resolution stereo viewer (hrsv) eye was black. The user noted that no icon or message was visible at the time of the issue. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). An attempt to troubleshoot was performed through a system power cycle and hard power cycle of the ssc. However, the issue persisted and could not be resolved through troubleshooting. Isi followed up with the site and obtained the following additional information regarding the reported event: the system was checked prior to the procedure confirming functional ssc hrsv vision on both eyes. Troubleshooting with the tse did not address the hrsv vision issue on one eye. Following this, the surgeon decided to continue the procedure using the same system under this condition. There was no report of patient harm, adverse outcome or injury. It was further reported that after completing the procedure, another system power cycle was performed and the vision issue was then resolved.